Event description:
It was reported that the device was explanted after an implant duration of approximately 31.73 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2010 (through follow-up with the health-care provider), additional information regarding the reported event was received. It was learned that the device was explanted after an implant duration of approximately 31.73 months due to dehiscence. The patient also experienced paravalvular leak, perivalvular leak, regurgitation, and insufficiency. The device has been discarded, therefore, is unavailable for evaluation. Per the operative report: "intraoperative examination of the valve showed a dehiscence of the no 32 ring between the junction of p2 and p3 toward the posteromedial commissure. It looked like 3 of the stitches had pulled out and this was certainly contributing to the mitral regurgitation. As a first step I reattached the ring to its rightful place and this improved the competence of the valve, but there was ongoing regurgitation all along the coaptation surface. The posterior leaflet was certainly restricted in mobility, but the anterior leaflet itself had a degree of sclerosis." Therefore, the ring was removed and a valve was implanted.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.